Manufacturer narrative:
Additional information: it has been confirmed that the patient does not have dvt. The patient is still experiencing some minor swelling around the foot. Patient will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient began experiencing symptoms 1-week post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient was given compression stockings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to treat 1 segment of the great saphenous vein (gsv). The IFU was followed during preparation, procedure and post procedure. Local anesthesia and hand compressions were used. The procedure was completed on the day without any issue and the IFU was followed during preparation, procedure and post procedure. Lower leg swelling was reported; patient was prescribed nsaids and medrol dose pack. The swelling was reported to have continued and the doctor will continue to monitor.